Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and reloaded same cartridge without success, then successfully loaded second cartridge and resumed insulin delivery with assistance from technical support.